Event description:
I have a deltec cozmo insulin pump which I received in jan 2006. I began using the cleo infusion sets with this pump and have had multiple episodes of the tubing becoming 'obstructed' and no insulin being delivered. After repeated calls to the company I have been told there are occurrences of problems with the tubing 'reacting' to the insulin. I have become very dependent on the pump providing a near continuous supply of insulin, when that supply is interrupted I become sick pretty quick. It has taken my current pump 24 hrs or more to detect a problem and alert me that I was not receiving insulin. If it happened during the day I could often figure it out because of the rising trend of my blood sugar. The greatest problem were the nights when I would go to bed with a good blood sugar and wake to alarming numbers and then spend the day off of work sick. I think that smiths medical is fully aware that there are real problems with the cleo infusion sets and do not want to recall them or take them off the market. But I depend on the pump and the infusion sets to work properly so that I can live! I should not have to be afraid that it is clogged and I am not getting the insulin that I think I am getting. I am continuing to use the deltec cozmo pump but have switched to different infusion sets made by minimed and again no problems are occurring. Please look into this problem, there are many 'new' diabetics and 'new' insulin pump users who may not know that it could be the tubing they are using and deltec is not very forthcoming when you call in for help. That tubing is dangerous and should be researched more before someone is seriously injured.